Event description:
Customer reported that the insulin pump alarmed for a button error during football practice. The blood glucose reading was 90 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response from the act or down arrow buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.